Event description:
Our office in another country reported a female pt experienced red eyes and ocular pain and subsequently was diagnosed with superficial punctate staining in her right eye following the use complete moistureplus. She indicated she used the product for two days before the onset of her symptoms. She was prescribed ofloxacin eye drops, basic fibroblast growth factor eye drops, compound tropicamide eye drops, heartleaf houttuynia eye drops, vitamin b2 tablets 10mg three times daily, nabumetone capsules 1.0 once daily, nabumetone capsules 1.0 once daily. She was later prescribed lidocaine/tobramycin/dexathalmesone subconjunctival infection and ofloxacin eye ointment. Apparently a cornea specimen was conducted to test for bacteria, fungus, and acanthamoeba; no results were provided, but the report indicated the pt recovered. The lot number was not provided. Root cause is unk.

Manufacturer narrative:
It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis, nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.